Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Dealer states client advised him he was traveling in his power chair when the free wheel hub came apart and the chair veered to the right and came to an abrupt stop. This abrupt stop shook up patient and was allegedly transported to hospital for checking over. No injury being reported by patient to dealer at this time no additional information provided serial (B)(4).